Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a surgery two references were missing from the kit, and it caused a delay on surgery. Due to the missing instruments mwd423 and mwd553, the final tightening screw for the implant was missing. This has led to consequential problems in the final implantation.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material manufacturing related problems were unable to be identified as the lot number was not communicated. A labeling review was not deemed necessary for the reported event since the alleged issue is related to shipping and ordering problem not related to the intended use of the device. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, an nc was open locally to further investigate the issue. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that during a surgery two references were missing from the kit, and it caused a delay on surgery. Due to the missing instruments mwd423 and mwd553, the final tightening screw for the implant was missing. This has led to consequential problems in the final implantation.

Manufacturer narrative:
Correction: please refer to section h6 device and health impact codes.

Event description:
It was reported that during a surgery two references were missing from the kit, and it caused a delay on surgery. Due to the missing instruments mwd423 and mwd553, the final tightening screw for the implant was missing. This has led to consequential problems in the final implantation. Additional information received: how was the surgery completed? With alternative and improvised solutions that involved using a non-specific insert impactor and tightening the stem with a strong clamp instead of the wrench. Was there any delay in the surgery? Yes. 20 minutes.